Event description:
This patient was known to have high dfts. The physician was performing dft testing on this device and three shocks failed to rescue the patient. The patient required external defibrillation. After this the device could not be interrogated. This device was explanted and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the clinical observation was confirmed; the ICD was unable to be interrogated. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. Subsequently investigations revealed that the electronic module was damaged. This led to an increased current consumption depleting the battery. The observed damages clearly indicate electrical overstress due to the external defibrillation mentioned in the complaint description. By design the ICD is protected against external defibrillation. However, considering the extremely high electrical fields as well as the individual circumstances, e.g., the placement of the defibrillation paddles, damage to the ICD induced by external defibrillation cannot be excluded completely. In summary, the clinical observation resulted from the reported external defibrillation. No material or manufacturing deviation was noted.